Event description:
It was reported that a patient presented for an unrelated procedure. During the procedure, the patient received inappropriate shock due to oversensing of emi on the implantable cardioverter defibrillator (ICD). After multiple shocks, the ICD went into backup mode. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after the procedure.